Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose and insulin pump had blank display. The customer's blood glucose level was 483 mg/dl. It was also reported that display is blank currently and display was not blank less than 30 seconds. The customer declined troubleshoot for high blood glucose. The customer was advised to remove battery after insertion of battery alarm did not display on the insulin pump screen. The customer was advised to discontinue the use of pump and revert to back up plan. The customer also reported that the insulin pump had a low battery and died out. The insulin pump will not be returned for analysis.